Manufacturer narrative:
Patient information was requested. The facility did not provide patient information. Sorin group (B)(4) received a report that during the vein harvesting procedure, they noted blue plastic debris in the endoscopic channel. The wound was irrigated to flush out the debris. There was no report of patient injury. To date no product has been received. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report during the vein harvesting procedure, they noted blue plastic debris in the endoscopic channel. The wound was irrigated to flush out the debris. There was no report of patient injury.